Manufacturer narrative:
Patient presented with shocking sensations and ineffective symptom relief; devices explanted and returned for analysis. Explanted device analysis did not find any anomalies in ipg or lead. No further action to be taken.

Event description:
Pt. Was experiencing superficial intermittent shocking, and he was not receiving symptom relief.